Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. This device was serviced in-house by the customer's biomedical engineer - there was no on-site evaluation by the manufacturer. The facility's biomedical engineer reported that upon entering the device into a diagnostic mode, the device's alert regarding the issue cleared up, and functioned properly. The device then successfully passed performance specification testing. No part replacement was required. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer reported a ventilator with a 24v power supply issue. No patient involvement or harm.